Event description:
Patient undergoing a deep brain stimulator lead placement. Reportedly, the right lateral bone fiducial was not able to be unscrewed completely and a small portion of the screw tip broke off. Because of the screw tip size, it was left implanted. No patient harm reported.